Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 01/16/2020. The patient stated his wife noticed he was behaving strangely, and she called the paramedics for assistance. He was taken to the hospital and an MRI (magnetic resonance image) was done. While in the hospital his cgm was reading high but the bg value was 250 mg/dl. No other information was provided regarding treatment provided by the paramedics or the hospital. At the time of contact he was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.